Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set overinfused during infusion. Internal tests with a baxter infusion pump were carried out, and the results showed over infusion. This occurred during testing prior to patient use. There was no patient involvement. No additional information is available.